Event description:
Customer reported, the system displayed a collimator iris pot error and shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the collimator needed to be replaced. Customer has declined to replace the collimator and has returned the system to service.